Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corner, cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot, and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Her blood glucose level was 124 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.